Manufacturer narrative:
As reported, the patient underwent placement of an optease permanent inferior vena cava (ivc) filter. Per the patient profile form (ppf), that the filter was placed due to morbid obesity, high risk for deep vein thrombosis (dvt) and pulmonary embolism (pe), preoperative for bariatric surgery. Additionally, the ppf states the device is unable to be removed based upon the recommendations from the patients' medical professionals. The patient is reported to continue to experience back pain and anxiety related to the device. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Anxiety and back pain do not represent device malfunctions and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient underwent placement of an opteasetm permanent vena cava filter. The following additional information received per the patient profile form (ppf) indicates that the filter was placed due to morbid obesity, high risk for deep vein thrombosis (dvt) and pulmonary embolism (pe), preoperative for bariatric surgery . Additionally, the ppf states the device is unable to be removed based upon the recommendations from the patients' medical professionals. The patient is reported to continue to experience back pain and anxiety related to the device.